Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the renal artery during a laparoscopic nephrectomy procedure, the surgeon was able to press the green button but was unable to squeeze the handle hence the device did not fire. There was no patient injury.